Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent high blood glucose for approximately two hours after consuming a large meal despite making a meal announcement, and the ilet generated a high glucose alert. The user subsequently replaced the infusion set and filled the tubing and cannula, after which glucose levels were reported to begin declining. A likely kink in the infusion line was considered to have contributed to insulin underdelivery. A household member provided non-medical assistance out of kindness. Reported symptoms included the presence of ketones. The outcomes of the event included restoration of glucose levels toward range without the need for medical intervention or hospitalization. The investigation included user-guided troubleshooting and education. Investigation of the case revealed that replacement of the infusion set resolved the hyperglycemia, which was consistent with an infusion delivery issue attributable to a kinked infusion set or tubing. Based on previously established findings for similar reports, the cause was concluded to be unclear but consistent with an infusion set or tubing occlusion leading to hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.